Manufacturer narrative:
(B)(4). (B)(6). The product within this report is a combination product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the inner sterile packaging was not completely sealed and allowed the cement powder to spill out. No delay to surgery or additional patient consequences were reported. No further information has been made available at this time.

Manufacturer narrative:
(B)(4). This following report is being submitted to relay additional information. Complaint devices were evaluated and the reported event was confirmed. Evaluation of the returned devices found that the supplier sealing was opened. The manufacturer sealing was intact. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to supplier packaging issue. Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions of information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.